Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer applied more force to the button to resolve the issue.